Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger; product ID: 37651, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown; product ID: 37651, serial/lot #: (B)(4), UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder and movement disorders. It was reported that the patient reports his ins has been off for 2-3 days because he is not able to charge his implant. The connector pin was broken on the desktop charger and the connector on the recharger was broken as well. The patient was asked to use their patient programmer to check implant status and the ins is showing the ins needs to charge icon. The ins recharger (insr) is not charging. No out of box failure was reported. No symptoms were reported. A replacement desktop charger and recharger was sent to the patient. No further complications were reported or anticipated with this event.